Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported malfunction. The se replaced the graphical user interface (gui) and breath delivery unit (bdu) printed circuit board (pcb).

Event description:
It was reported that, while in use on a patient a 980 ventilator went into an inoperable state. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient harm as a result of the reported event.